Event description:
During a cataract procedure, during irrigation, metal flakes were noticed in the pt's eye. The customer switched to a backup instrument to finish the procedure with no problems and was able to remove the flakes.

Manufacturer narrative:
The device was visually evaluated using a 20x microscope. There is evidence of dried blood and matter inside the inner chamber and tips. The irrigation tube is bent.